Event description:
The user facility reported that the side-tube of the introducer sheath "detached when doing thrombolysis." Reportedly, there was some fluid loss, but the physician successfully re-attached the side-tube with tape and there was no impact on the patient.

Manufacturer narrative:
Follow-up communication with the user facility confirmed that neither the sample nor the packaging was retained and the device lot number is unknown. In addition, the date of the reported event was not recorded so no additional information is available. The reporter stated that similar detachments have occurred 2 previous times over the last one and a half years. However, there is no event or product specific information available regarding those events. Therefore, the decision was made to submit a single medwatch report. Due to the lack of specific information, the failure investigation was limited to assessment of the user facility description and evaluation of samples from random lots of the reported product code. The evaluation confirmed that there were no defects or anomalies in the samples. There is no indication that the reported event was related to a pre-existing device defect. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with over-pressurization of the tubing during injection. The device labeling does address the potential for such an event under certain circumstances in the warnings / precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.